Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual and functional inspections were performed on the returned device. The reported break on the device was unable to be confirmed as it was reported that the device was manipulated outside of the body once the devices were removed and the strain relief was pushed back into place which may have caused the stent to become exposed. Potential causes for the strain relief tubing being pulled away from the housing of the handle include, but are not limited to, manufacturing, mishandling of the device during removal from the packaging or mishandling the device during preparation. Based on the information provided and analysis of the returned product, a definitive cause for the strain relief pulling out from the handle could not be determined; however, there is no indication to suggest a product quality deficiency. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Resistance was not felt during advancement of an absolute pro 8.0 x 40 mm stent delivery system (sds) to a peripheral lesion with no tortuosity or calcification and it crossed successfully; however, just prior to deployment, it was observed that the strain relief pulled out of the handle. The stent implant was not deployed and the sds was removed from the anatomy. A new absolute pro was used to complete the procedure. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided. Return device analysis indicated that the stent was partially exposed at the distal end of the distal sheath.